Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector could not be confirmed from the sample that was provided for investigation. A visual examination of the q-syte connector revealed no damage to the septum or the body of the q-syte device. The threads were not damaged. A functional test revealed that the connector was patent to infusion. The IFU cautions not to leave luer slip connections unattended due to the potential for disconnection. Since a luer slip syringe was provided, this possibility cannot be ruled out. The root cause is unclear sine the reported defect could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device was loose and became disconnected. The following information was provided by the initial reporter, translated from chinese to english: the charge nurse was replacing a patient's split diaphragm needleless closed infusion connector when she noticed that the connector was very loose and had fallen off, and immediately replaced it with a new connector for use.